Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old female patient presenting with ami/cgs with a history of diabetes mellitus. During insertion, the md noted that the axillary artery was tight, and the pump was damaged upon advancement. The front looked kinked. The decision was made to exchange for a new impella 5.5. The reported events are failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in e1 (initial reporter title). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the deliver issue was determined to be patient condition as the patient had tight artery and severe stenosis per md preventing successful delivery of impella. The cause of the product damage was most likely due to patient condition the pump got kinked.